Event description:
Event 1 [redacted] lot 6037643, ref: 21-7346-24. "S: cadd admin set will not flow. Faulty line set. B: cadd admin set attached to blina bags for administration normally. A: cadd admin set faulty and won't flow r: escalate to materials and used different line to compound patient's dose so no delay. Cadd administration set. Ref: 21-7346-24, lot: 6037643. Exp: 08-28-2029. Mfg: smiths medical". Event 2 [redacted], lot 6022110, ref: 21-7092-24, exp: 08-28-2029. Cadd pca pump tubing failure. Tubing broke at y -site. This is not the first time this has been reported from ed. Product was left by [redacted] for my review. Documenting here for product defect team. No interruption to patient care or treatment per discussion with the leaders. Manufacturer response for cadd administration set, cadd check valve extension set, cadd administration set, cadd check valve extension set (per site reporter). Rep notified [redacted].